Event description:
A field service engineer (fse) from beckman coulter inc. (Bci) reported the possibility of erroneous cbc results reported from the coulter lh 780 analyzer. The fse also raised the possibility of carryover affecting some patient results. Data was requested from the customer but not provided. Customer is not aware of any erroneous results that might have been reported. There was no change to patient treatment.

Manufacturer narrative:
Samples were collected in edta vacutainer tubes. Fse replaced the blood sampling valve and verified instrument performance.